Event description:
A home pt reported they were infused with air. They stated they completed the prime cycle (with the pt line clamp of the homechoice set opened) and verified that the setup had primed successfully. The home pt then closed the pt line clamp, and added 1 pt line extension set; connected themselves to the setup and hit "go" to start their automated peritoneal dialysis therapy. The home pt began receiving alarms as the result of the clamp still being closed on the pt line of the homechoice set. The home pt bypassed the initial drain cycle in response to the alarms, and attempted to begin fill 1, but they continued to receive alarms. The home pt then noted that the pt line clamp was still closed, at which time the home pt opened their transfer set and reported feeling the air go into them. Baxter's technical service center received a call from the home pt at that time, and assisted them in doing a manual drain. Approx 1 hour later, the home pt reported feeling pain across their shoulders, up their neck and in their head. They subsequently went to the hosp. At the hosp, the home pt refused any pain medication, and was never admitted to the hosp. Per the home pt's nurse, an upright abdominal film was taken which did not support their allegation of being infused with air. Although the home pt stated it took 10 days for the pain to subside, they are now feeling "fine".